Event description:
Same case as MDR ID# 2134265-2013-03139. It was reported that during a stenting treatment procedure a vessel dissection, stent damage following deployment and stent dislodgement occurred. The 75% stenosed and calcified target lesion being treated was located in moderately tortuous proximal right coronary artery (rca). The guide catheter 6f mach1 was engaged at the ostial of rca. A non-bsc guidewire was crossed to the lesion, the buddy guidewire was placed. Pre-dilatation was performed with trek 2.75 dilatation catheter and promus element monorail (pe mr) 3.0x20mm stent was deployed. The guidewire was removed. An angiography was performed; which indicated the dissection occurred at the distal end of the stent; the stent distal edge was located between calcification and non-calcification area. Consequently, the lesion was crossed with the guidewire and pe mr 3.0x24mm stent delivery system (sds) was delivered to intervene, but the device was unable to advance inside the deployed stent. Therefore the physician attempted to withdraw the device, however the resistance was encountered. The physician managed to withdraw the device and found that the pe mr 3.0x24mm stent was dislodged. The angiography was performed and it was found that the pe mr 3.0x24mm stent was dislodged inside the deployed pe mr 3.0x20mm stent. Then the physician attempted to withdraw the dislodged pe mr 3.0x24mm stent with snare, however, it got caught on the strut of the deployed stent pe mr 3.0x20mm stent. As a result, the physician removed both of these stents together. The procedure was completed with a different device. No further patient complication were reported and the patient's condition is listed as good.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-03139. It was reported that during a stenting treatment procedure a vessel dissection, stent damage following deployment and stent dislodgement occurred. The 75% stenosed and calcified target lesion being treated was located in moderately tortuous proximal right coronary artery (rca). The guide catheter 6f mach1 was engaged at the ostial of rca. A non-bsc guidewire was crossed to the lesion, the buddy guidewire was placed. Pre-dilatation was performed with trek 2.75 dilatation catheter and promus element monorail (pe mr) 3.0x20mm stent was deployed. The guidewire was removed. An angiography was performed; which indicated the dissection occurred at the distal end of the stent; the stent distal edge was located between calcification and non-calcification area. Consequently, the lesion was crossed with the guidewire and pe mr 3.0x24mm stent delivery system (sds) was delivered to intervene, but the device was unable to advance inside the deployed stent. Therefore the physician attempted to withdraw the device, however, the resistance was encountered. The physician managed to withdraw the device and found that the pe mr 3.0x24mm stent was dislodged. The angiography was performed and it was found that the pe mr 3.0x24mm stent was dislodged inside the deployed pe mr 3.0x20mm stent. Then the physician attempted to withdraw the dislodged pe mr 3.0x24mm stent with snare, however, it got caught on the strut of the deployed stent pe mr 3.0x20mm stent. As a result, the physician removed both of these stents together. The procedure was completed with a different device. No further patient complication were reported and the patients' condition is listed as good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the reported complaint stent still attached to the damaged stent of the related device. The stents were damaged and stretched along the entire length. The delivery device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this event is that another device/drug/subsequent procedure caused the complaint event. (B)(4).